Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the tight stenosed intraventricular anterior branch of left coronary artery. A 2.50x24mm promus element plus stent was advanced, however, the stent was unable to cross the lesion. Then pre-dilation was performed but the stent was still unable to cross the lesion post-dilation. After the stent was removed outside the body, a stent strut was noted to be deformed at a rectangular angle. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned stent found the proximal end of the crimped stent was damaged and bunched distally from the proximal end. It is likely the crimped stent may have encountered resistance and subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the tight stenosed intraventricular anterior branch of left coronary artery. A 2.50x24mm promus element plus stent was advanced, however, the stent was unable to cross the lesion. Then pre-dilation was performed but the stent was still unable to cross the lesion post-dilation. After the stent was removed outside the body, a stent strut was noted to be deformed at a rectangular angle. The procedure was completed with a different device. No patient complications were reported and the patient was stable.

Manufacturer narrative:
Date of birth: 1941. (B)(4).